Manufacturer narrative:
(B)(4). Method: the opt318 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photographs provided by the customer and our knowledge of our product. Results: visual inspection of the photographs provided by the customer revealed that the tubing of an opt318 optiflow junior nasal cannula was detached at the swivel tube joint. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt318 optiflow junior nasal cannula would have met the required specifications at the time of release. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt318 optiflow junior nasal cannula was detached at the swivel tube joint before patient use. There was no patient involvement.